Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device alarmed continuously indicating an air leakage. The device was in use on a patient at the time the reported issue was discovered; it is unknown if a patient or user was harmed.

Manufacturer narrative:
H10: the device was in clinical use. Patient impact was not known; there was no report of harm. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 12/22/2022, 04/11/2023 and 04/17/2023, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11:updated contact information, contact office entity, and manufacturing site.